Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. It was reported by the customer that a lift and rinse was performed to resolve diffuse lamellar keratitis (dlk). They however, did not provide the original date of surgery or the date the lift and rinse was performed.

Manufacturer narrative:
(B)(4) - performed normally. Device evaluated by manufacturer: on june-03-2010, a clinical development manager (cdm) and a field service engineer (fse) visited the site. They evaluated the energies of the intralase system with gels and found no issues. The appearance and thickness of the gel once treated with femto was within amo specifications. The cdm asked the customer of any changes that may have occurred with the laser suite, medications, surgical sponges, bss, or any variant in the surgical suite and she could not recall any. The cdm and fse stayed to observe cases on june-04-2010, and the surgeon reported there were no adverse findings on any of the patients one day post operative findings. At this time the customer has not provided any additional information on the patient.